Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain and weakness.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 01/12/2017 ¿ pfs and medical records received. After review of the medical records for MDR reportability, alleges "four weeks following the implant I had to have my pelvis reset and had an injury to my right knee" (medical records allude to a pelvic fracture and right knee injury, but no date provided, nor is pelvic fracture implicated with regard to implant loosening). Also alleges chronic pain, "could feel implant move with each step," and that "sometimes it would lock up and I couldn't move." Revising surgeon stated, with regard to existing stem, that "stem was noted to have gross motion" and was revised. Post-op diagnosis included "loosening of the femoral component." Prod/lot updated from invoice. Stem, and implant loosening, poor joint mechanics: other harms added to complaint.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (B)(6) 2017 legal medical records received. Pfs alleges hip dislocation and inability to maintain balance. After review of the medical records, there is no new information. This complaint was updated on (B)(6) 2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges loosening of stem.